Event description:
It was reported that there was an air bubble at the luer lock. Troubleshooting was performed and the air bubble was successfully expelled, and insulin delivery was resumed. Customer had elevated blood glucose levels (300 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.